Event description:
During index procedure the physician implanted two endeavor sprint drug eluting stents in the 1st diagonal. It is reported that approximately 22 months post index procedure, the patient expired. Cause of death is reported as thrombus pulmonary embolism. Investigator assessed the event to be unrelated to the study device and study procedure. Cec adjudicated that the death was cardiac.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (death). Evaluation conclusions: inherent risk of procedure ¿ (death). (B)(4).